Manufacturer narrative:
Retainer ring=clear. On (B)(6) 2020 customer called in with the following concern: black display and crack on the back of the insulin pump. P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the device. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing device to turn on or access to download. Force sensor zero offset within specification. Device also receive with cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion, device came in with blank display due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that the insulin pump not turning on. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.